Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the air flow sensor was out of range. There was no patient involvement.